Event description:
It was reported that (1) ecs29 was used during a sigmoidectomy procedure. It was reported by the rep after inserting proximal anvil in proximal bowel, surgeon used a purse string device to secure anvil. The ecs29 was inserted rectally. The trocar was directed anterior to the staple line in the distal bowel. The rn assistant was doing this under supervision. After the orange line came through, the anvil was then connected to the trocar. The rn assistant dialed the instrument together, in the middle of the gap setting scale. The rn assistant then fired the instrument and rotated dial control clock wise several turns before removing instrument rectally. During irrigation a leak in the posterior wall was detected. The surgeon repaired the leak with vicryl/suture. The anastomosis was then re-checked after the repair with irrigation and no leak was found. The surgeon stated it was like the staple did not form posteriorly there was no consequence to pt.